Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation go auto device's sound abatement foam. The patient alleged cough with mucus, low oxygen saturation and alveoli not functioning properly. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information has been received. In this report updated as- the device was evaluated by the manufacturer's product investigation laboratory (pil) and pil was not able to confirm the complaint or address the symptoms specified. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation go auto device's sound abatement foam. The patient alleged cough with mucus, low oxygen saturation and alveoli not functioning properly. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The device was applied power and verified airflow. Pil used a good, supplied humidifier, verified that the heater plate became warm and attached a good battery pack and verified that the device operates with a battery pack. The secondary findings of this investigation were usb/micro sd card cover missing, dust-like contamination and tiny hairs/fibers in the air outlet port and air inlet baffle. Dust-like contamination in battery end cap and CPAP end cap, air inlet filter, air filter area, bottom enclosure, blower box and blower motor. Pca had potential excess flux on it at battery pins and r144 pins. Potential defective digital isolator integrated circuit (u21) in line with the micro usb connector. The error log was not able to be retrieved. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The investigation confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings but was not able to confirm the complaint or address the symptoms specified. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.